Manufacturer narrative:
The customer's qc results were passing. It was noted that the clotting time was insufficient, the centrifuge speed was too high and time was too short. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The country of origin is (B)(6). Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys vitamin b12 ii result for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 154.6 pg/ml and the repeat result was 213.8 pg/ml. No results were reported outside of the laboratory. The reagent lot number is 46647601 and the expiration date is 31-mar-2021.